Event description:
It was reported that an arteriotomy closure of the common femoral artery was attempted using a starclose se with a 6fr sheath, after an interventional procedure. Reportedly, while advancing the cutter, the sheath shredded. The clip was deployed, location is unknown. Manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the starclose se device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Estimated date of occurrence, event occurred within the last week. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The analysis of the returned device did not confirm the reported event. The sheath was observed to have developed other splits along its split length with threads/pieces remaining attached and bunching at the sheath split stop. There is also a piece of the sheath that is inside the tube set. The flex guide is bent at the end of tube set position. This would indicate the garage leaves came in contact with the sheath during the thumb advancement, causing fraying and splitting at sheath points other than at the main sheath split. There is extensive garage leaves damage. The probable cause for the reported event was determined to be related to the operational context during use. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.